Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed that the keypad was unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received power error due to connector resistance issue. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.